Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. This event occurred in (B)(6).

Event description:
It was reported that the inspection member found red color debris in the sterile package. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up is being submitted to relay additional information.